Event description:
It was reported that a patient underwent an incisional hernia repair on (B)(6) 2013 and mesh was implanted. It was noted on (B)(6) 2013 that the patient had developed a post operative superficial site infection. The patient was treated with antibiotics. The event resolved on (B)(6) 2013.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.